Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, one 1l set,xt w/.22 mic fltr,1y ll16in,high pres ext life fl,5ml, had the blue slide clamp engaged but leakage at the tip of the extension set is noticed. The pharmacy pre-attaches the extension set to a interlink base set and to a bag of solution containing an oncology drug. They then prime the set and cap it with an interlink lever lock. The condition occurred during priming. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.